Manufacturer narrative:
Follow-up received on 23-dec-2014: no response to date. Case closed. Company causality comment: this medically confirmed report received via regulatory authority refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix. It was reported that upon trying to remove the wire the patient had increased bleeding and her abdomen distended. The bleeding obscured the hysteroscopic field and an exploratory laparoscopy was performed to rule out tube rupture or perforation. Bleeding obscured the hysteroscopic field and exploratory laparoscopy to rule out tube rupture or perforation are serious as led to hospitalization and listed according to reference safety information for essure. As related to its insertion procedure, events were considered related to essure. Thus, bleeding obscured the hysteroscopic field and exploratory laparoscopy to rule out tube rupture or perforation were regarded as incident due to the required intervention. After deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix, upon trying to remove the wire the patient had increased bleeding and abdomen distended are non-serious events. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Further information is not expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a other via regulatory authority (case# (B)(4)) in united states on 13-aug-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced exploratory laparoscopy to rule out tube rupture or perforation, bleeding obscured the hysteroscoptic field, after deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix, upon trying to remove the wire the patient had increased bleeding, and abdomen distended. On (B)(6) 2014, after deployment of the coils into the fallopian tube, there was a wire that remained in the uterine cavity and protruded out the cervix. Upon trying to remove the wire, the patient began to have increased bleeding and her abdomen began to distend. Bleeding then obscured the hysteroscopic field. An exploratory laparoscopy was performed to rule out tube rupture or obvious perforation. A filche clip tubal ligation was performed in order to complete the sterilization. The patient had to be admitted for observation. No causality assessment was given. Ptc investigation result was received on 08-sep-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse events are known, possible, undesirable events and not indicative of a quality defect per se. The case refers also to a technical defect (a wire that remained in uterine cavity). The reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). According to the technical assessment the possibility of pieces of the delivery system or microinsert breaking off during the procedure is an anticipated event. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Company causality comment: this medically confirmed report received via regulatory authority refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix. It was reported that upon trying to remove the wire the patient had increased bleeding and her abdomen distended. The bleeding obscured the hysteroscopic field and an exploratory laparoscopy was performed to rule out tube rupture or perforation. Bleeding obscured the hysteroscopic field and exploratory laparoscopy to rule out tube rupture or perforation are serious as led to hospitalization and listed according to reference safety information for essure. As related to its insertion procedure, events were considered related to essure. Thus, bleeding obscured the hysteroscopic field and exploratory laparoscopy to rule out tube rupture or perforation were regarded as incident due to the required intervention. After deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix, upon trying to remove the wire the patient had increased bleeding and abdomen distended are non-serious events. Further information and product technical analysis are awaited.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse events are known, possible, undesirable events and not indicative of a quality defect per se. The case refers also to a technical defect (a wire that remained in uterine cavity). The reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). According to the technical assessment the possibility of pieces of the delivery system or microinsert breaking off during the procedure is an anticipated event. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Company causality comment: this medically confirmed report received via regulatory authority refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix. It was reported that upon trying to remove the wire the patient had increased bleeding and her abdomen distended. The bleeding obscured the hysteroscopic field and an exploratory laparoscopy was performed to rule out tube rupture or perforation. Bleeding obscured the hysteroscopic field and exploratory laparoscopy to rule out tube rupture or perforation are serious as led to hospitalization and listed according to reference safety information for essure. As related to its insertion procedure, events were considered related to essure. Thus, bleeding obscured the hysteroscopic field and exploratory laparoscopy to rule out tube rupture or perforation were regarded as incident due to the required intervention. After deployment of the coils into fallopian tube, there was a wire that remained in uterine cavity - wire protruded out of the cervix, upon trying to remove the wire the patient had increased bleeding and abdomen distended are non-serious events. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Further information is awaited.